Manufacturer narrative:
Integra completed its internal investigation 07/15/2015. Investigation results: the DHR pack was reviewed for camo2 monitor serial number (B)(4). Date of manufacture april 2014. No non-conformance reports were raised during the manufacturing process for this console. The review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the camo2 monitor been released. A review of camo2 complaints was completed using the following key words "sensor board" in the search criteria. The review encompassed dates january 16, 2014 to january 30, 2015. The analysis identified 16 complaints for sensor board incidents. The quantity of complaints over the 12 month period with the key words identified in the complaint review can therefore be calculated as 0 2% of procedures. The failure analysis investigation verified the complaint incident, the sensor board was verified as faulty. The camo2 log file was reviewed and identified that error code e2010 occurred on the (B)(6) 2015 and (B)(6) 2015 aligning with the complaint awareness date of (B)(6) 2015. The camo2 monitor service manual 60903843 rev a was reviewed to establish the linkage of error code e2010 to the complaint incident. Error code e2010, monitor displays a catheter failure in conclusion the log review verified the complaint incident, error code e2010 verifies the reported complaint failure. The camo2 monitor received a replacement sensor board and the monitor was calibrated and safety tested. Conclusion: the customer complaint was verified and the cause of error code e2010 was identified as a defective sensor board in the camo2 monitor.

Event description:
Catheter failure was reported. Additional information was requested and on (B)(4) 2015, the following was provided by the customer (biomedical equipment specialist): the unit had shown up on the biomed shelf for broken equipment with no repair tag and was due for preventative maintenance (pm) inspection. The problem was discovered when the biomedical equipment specialist started the pm procedures on it. The catheter failure appeared after the biomedical equipment specialist had turned on the cam02 unit and connected the test catheter (bolt) to the black cable. It did the initial startup procedure just fine on powering up, then when the bolt was attached, it started to initialize but went into a catheter failure. A second bolt (brand new out of the sealed package) was tried on it and had the same result. There was no error message on the cam02 until after the biomedical equipment specialist attached the bolt and it tried to initialize. The only information on test bolt was: (B)(4). The second bolt used (new out of the box) was marked as: lot #30500x232960 2014-10. The other tag on the box: (B)(4). It was unknown if the problem occurred during a surgery since there was no tag on the cam02 to indicate any problems when the biomedical equipment specialist tested the unit. It was also unknown if it had been used on a patient when the problem occurred.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.